Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against 3dmax. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2013) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against 3dmax. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernias and umbilical hernia thereby underwent laparoscopic repair with implant of 3dmax light (device 1 and 2). Per op notes, ¿bilateral peritoneal spaces were reduced. A moderate size of lipoma in right indirect space and a large lipoma in left indirect space was excised. Indirect hernia defects were reduced bilaterally. Two 3dmax light meshes (device 1 ¿ left and device 2 ¿ right) were placed and tacked to coppers ligament and covering the direct, indirect and femoral spaces. Umbilical hernia defect was noted and repaired with sutures.¿ on (B)(6) 2015 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of perfix plug (device 3). Per op notes, ¿a moderate sized cord lipoma was identified and reduced. An indirect hernia defect was noted and reduced. A perfix plug (device 3) with patch was used to reinforce direct and indirect spaces and sutured to pubic tubercle.¿ (note: there is no visualization of 3dmax light - device 1).